Event description:
The hospital reported that a caster broke off the base of the unit. The unit did not tip or fall. There was no patient involvement.

Manufacturer narrative:
Service was performed by hospital employee or contractor. The caster was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.